Event description:
Patient with a history of bilateral silicone breast implantation done in 1982. Apparently, 10 years ago they noticed that the left implant had become uncomfortable and appeared contracted. Per the history given, they had an MRI done at another facility, which showed a leak at that time. Then, in 2004, they consulted a plastic surgeon about having the implants removed and replaced with saline implants since they continue to have pain. In 2005, they elected to have the surgery done. Both implants were surgically removed. It was noted that both implants were ruptured with some silicone leakage. The patient did tolerate the surgery well and was discharged to home that same day.